Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10090. The patient (B)(6) was implanted with an occipital nerve stimulation (ons) system (off-label). It was reported the patient was no longer receiving stimulation. The physician elected to proceed with surgical intervention. The ons lead and lead extension were explanted and replaced which resolved the reported issue. Stimulation was restored following the procedure.